Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate high voltage therapy and with complaints of light headedness. X-ray revealed the rv lead had dislodged and the helix was in the inferior vena cava. Interrogation revealed loss of rv and lv capture due to incorrect programming. The high voltage therapy was inappropriate due to oversensing of atrial events. The lead was explanted and replaced when repositioning was unsuccessful. No complications were reported.